Event description:
Meter is reading "e-1" even though user has replaced the batteries. A review of the system was performed over the phone. During the review the customer indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future question/concerns.